Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a discrepancy in the volume had been identified during use by customer and no delay in therapy was reported. The event occurred during patient use and no harm reported.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). Service history review had no indication that the complaint was related to a service of the device within the review period. The device was visually inspected. A downstream occlusion (dso) and upstream occlusion (uso)seals were separated was identified. The dso and uso seal were both replaced. The device passed all functional testing after repair.